Event description:
It was reported that the user experienced a low blood glucose episode while using the ilet bionic pancreas after announcing a usual-size dinner but consuming a smaller-than-usual meal. The device issued alerts, and the user¿s blood glucose reached a nadir of 46 mg/dl before trending upward after carbohydrate treatment. Symptoms included anxiety consistent with hypoglycemia. Outcomes included transient low glucose that was treated with oral glucose and resolved without hospitalization. Investigation included user interview and troubleshooting with education on meal announcement practices. Investigation of this case revealed probable user-related contribution due to announcing a typical meal size despite reduced intake. It was concluded that the event was related to incorrect meal size announcement, and the user was counseled to use ¿more¿ or ¿less¿ meal announcements when intake differs by about 50 percent from usual.